Event description:
Customer received result of 583 mg/dl on the comfort system and result of 246 mg/dl on the aviva system within 10 minutes. Customer took unspecified insulin based on the result of 583 mg/dl. Customer became hypoglycemic later (timeframe between the results and the hypoglycemia is unknown). The customer's wife treated him with dextrose and his condition improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number and expiration date unknown). Reference medwatch report (B)(6) for the suspect device used in the comfort system.